Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture and undersensing due to suspected lead dislodgement. The lead was capped and replaced on (B)(4) 2014. The patient was fine during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.